Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that she is experiencing high blood glucose levels. Customer's blood glucose reading was 522 mg/dl. Customer's current blood glucose reading was 342 mg/dl. Customer reported that the insulin pump alarmed no delivery. Customer reported that the alarm was resolved by a complete set change. Product is being replaced.